Event description:
It was reported that during the procedure with the right ventricular (rv) lead the patient's blood pressure dropped and they suffered from chest pain due to a pericardial effusion and tamponade. Additionally, the physician felt as if the lead slipped and manipulation of the lead was not easy. The lead was implanted and the patient is being monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.